Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were still having problems with the recharger, the same issues and saw the code 4100 this morning. The following troubleshooting steps were performed; reset the recharger, reset the handset, confirmed communicator is off while using the recharger, recommended moving away from possible sources of emi, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and/or palpating the ins, . Initially pt got an excellent connection, said they have not moved and they lost it again, beeping was heard. Pt tried the reposition technique to move the recharger to the 12 oclock position then tried the 3 oclock then reported an excellent connection, reported their ins was at 10 percent.pt held for 2 minutes and the ins battery incremented to 20 percent. Pt got it in the belt and was able to maintain an excellent connection while standing. Pt reviewed in the past they had a time when they had to have knees on floor and body on bed leaning forward. Pt was reluctant to sit down said the belt was super tight. When they reported it went to a good connection pt put pressure on the recharger but did not get excellent, removed their hand and saw excellent. The troubleshooting steps that were taken on the call resolved the issue. Reviewed some recharging best practice. Pt and rep conferenced in separately into call. Pt having issues with long duration recharging that was an abrupt change for her starting about 2 months ago. Wireless charger (wr) will connect with ins briefly but then not be finding the ins. Pt does get normal screen at times and it will vacillate between good and excellent. One recent session, pt charged for 28 min and only charged from 10 to 20% and was prompted to reposition the wr about 8 times. In the past, pt could fully charge their ins easily in about 25-30 min. No changes at pocket and pt can feel her ins. No trauma at pocket area. Pt has been struggling to keep any charge in ins . Today during call pt's ins at 10%. Pt had already been charging ins before start of call today and had been charging for about 20 min but hasn't advanced in charge level at all from 10%. Charge quality was going between good and excellent back and forth during the call. Patient got a new recharger sent to them by repair however  they received the re placed charger but were still having the same issues.   No further complications were reported/anticipated at this time.